Manufacturer narrative:
Additional information/evaluation summary: as received, damage was noted to the sutureless connector. The white silicone boot was pulled back from the titanium housing and the black oval markings were not aligned with the tab on the retaining ring. There was also significant damage to one of the retaining ring fingers consistent with what may occur during disconnection of the sutureless connector. A tear to the seal near the guide ring occurred during the pressure test and was not there prior to this. No corrosion or foreign material was observed on the sutureless connector when received. The catheter segment was patent when tested and also passed pressure testing. It was also noted that the area where the cup of the sutureless connector meets the outlet port of the pump provides a seal of the fluid path. Therefore, even if there was foreign material in the area of the sutureless connector, it would not be able to migrate into the fluid path area to cause an occlusion.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
A catheter occlusion was reported. The patient experienced a lack of response to his intrathecal baclofen therapy and increased spasticity. A cap (catheter access port) test was performed, and csf (cerebral spinal fluid) was unable to be aspirated. This was again tried in the operating room without any success. The side port of the pump was able to be flushed, and the connector was taken off of the pump. It was noted that there was a film over the pump connector outlet. Once the film was removed, a slow csf flow from the connector was observed. A new sutureless connector was applied and perfect flow of csf from the catheter was observed. The catheter was reconnected to the pump and csf flow was confirmed through the side port. The patient status was alive with injury (a decreased control of spasticity) at the time of the report. The pump was used to deliver lioresal. Additional information later received indicated the patient was doing better at 150mcg/day.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.